Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Npi (no patient involvement) sn (B)(4). (B)(6) had a pcu8015 did not communicate with asm. I went through troubleshoot process with her and confirmed it was the issue with pcu8015 hardware. I recommended (B)(6) to replace sio board assy. (B)(6) will replace sio board assy.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description: 12/07/2018, 12:26:45, ssaysith. Track wise number from cad is: (B)(4). Problem description: 12/07/2018, 08:00:48, ssaysith. Npi(no patient involvement) sn (B)(6). (B)(6) had a pcu8015 did not communicate with asm. I went through troubleshoot process with her and confirmed it was the issue with pcu8015 hardware. I recommended (B)(6) to replace sio board assy. (B)(6) will replace sio board assy.